Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) confirmatory result is unknown. Siemens went on site and verified the reagent probe alignments as well as the sample and ancillary probe. The lumo was cleaned and an empty/fill routine was completed. The system was operational upon departure. No conclusions can be drawn. Siemens continues to investigate. The interpretation of results section of the (B)(4) confirmatory (conf) assay instructions for use states: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of hbsag should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
Customer observed a (B)(6) result on two sample draws from the same patient. The advia centaur xp confirmatory (conf) assay confirmed the result. The patient was drawn a third time and the result was (B)(6). Other (B)(6) markers were (B)(6). The results were reported to the physician. There were no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp conf results.

Manufacturer narrative:
Siemens filed MDR 1219913-2017-00003 on january 23, 2017 reporting a (B)(6) advia centaur xp hbsagii result on two sample draws from the same patient. The advia centaur xp confirmatory (conf) assay confirmed the result. The patient was drawn a third time and the result was (B)(6). Other (B)(6) markers were (B)(6). Additional information may 22, 2017 siemens could not confirm the complaint. The patient sample was not available for further testing. Siemens performed internal studies regarding advia centaur hbsagii reagent kit lots ending in 88 and could identify a lot specific issue.